Event description:
It was reported that the lead dislodged. High thresholds were observed at the patient's first post implant follow-up. X-ray showed that the lead moved from its original implant location. The rv lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.